Event description:
A fusio anti-migration reamer failed during a facet fusion procedure. The reamer would not go into the hole drilled in the joint, so the surgeon hammered on the reamer, then removed it, drilled out the hole further, and then re-inserted the reamer. The reamer still did not fit as it needed to, so the surgeon hammered on it again, and then began to turn it. The tip of the reamer then broke off and the surgeon was unable to continue with the fusio procedure. The reamer shaft and tip were removed and the facet joint was packed with bone chips to encourage fusion, versus the bone dowel that would have been inserted with the fusio procedure. The anti-migration reamer is not an instrument designed to withstand hammering. It is designed to fit into a properly pre-drilled hole and failed as a result of the stress applied to it during a procedure with an inadequately drilled hole in the facet joint.

Manufacturer narrative:
An investigation into the cause of the device failure revealed that the device was not properly used during the procedure. The device was hammered on at least twice during the procedure, which pushed the tip into un-drilled bone. The anti-migration reamer is not designed to be hammered into bone and then used; rather it is designed to be placed into a pre-drilled hole and then used. The anti-migration reamer was not able to withstand the force applied when the surgeon attempted to turn it in solid bone. The device was being hammered because it was either not inserted properly into the facet joint per the instructions, or the hole was not drilled to the appropriate depth within the joint. After reviewing the information provided, folsom metal products, inc. Implemented a design change to the anti-migration reamer. The design change has created a reamer with a thicker neck diameter that increases its strength. Distributors have been made aware of the updated design change and all anti-migration reamers are now manufactured in accordance with the updated dmr.